Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During explant the patient was weaned without complication until removal at bedside. Heparin infusion stopped one hour prior to removal. Removed and clot observed attached to pigtail upon allowing bleedback at insertion site. Hemostasis achieved with two perclose, good distal pulses. Hemodynamics improved.

Manufacturer narrative:
E1 added initial reporter facility name, address line 1, city, state, zip code and zip code extension as they were omitted from the initial report that was submitted. G1 manufacturing site name should have been blank on the initial report that was submitted. H6 code b15 was reported incorrectly on the initial report that was submitted and code b13 was added. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Peri-procedural adverse event (thrombosis): in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.